Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Image review: the attachment was reviewed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The file is a scanned crc containing the diagram of the instrument.

Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument was found to have a broken conductor wire. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with a backup instrument of same kind. No known impact or patient consequence was reported.

Manufacturer narrative:
Failure analysis found the instrument to have a frayed cable. The grip cable was frayed at the distal end. The probable root cause of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.